Event description:
During oasys surgery, the surgeon used the cross connector tightener. When the surgeon was tightened, the tip of cross connector tightener was broken. The surgeon removed the broken piece and used the locking nut socket.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no manufacturing anomalies were reported. Materials analysis was performed and the fracture was found to originate from the inside of the instrument. No manufacturing or material defects were found during this analysis. Conclusion: the root cause of the fracture is unknown and multifactoral and there was no defects found with the instrument (normal wear).

Event description:
During oasys surgery, the surgeon used the cross connector tightener. When the surgeon was tightened, the tip of cross connector tightener was broken. The surgeon removed the broken piece and used the locking nut socket.